Event description:
Erbe 200 used with ultratome xl, another was tried and set at coagulation 25 and cut 2. Dr. Could not cut the papilla needed for his procedure. All measures were taken to locate another monopolar cable. The second cable was in ICU available for an ongoing procedure. Biomed was called to test the erbe and the cable. Disposables were saved, case had just ended, when technician from bio med arrived. Equipment was removed from or by biomed.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported pain ¿in her teeth¿ and at the site of the implant with use of the device. The patient stopped using the device in 2009, due to the pain. The results of an integrity test (date not reported) indicate normal device function. The patient was explanted three days later, and the patient was reimplanted with a new device during the same surgery.